Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient's right ventricular (rv) lead exhibited noise. It was also reported that the patient's right atrial (ra) lead exhibited noise. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.

Event description:
New information received notes that the rv and the ra leads were explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the noise on the right atrial (ra) lead and the right ventricular (rv) lead had reoccurred. The patient had no adverse consequences.